Event description:
One patient with discrepant myoglobin results. Initial result <21.00 ng/ml, repeat 88.74 ng/ml. Initial result was reported, the patient was not adversely affected. The field service rep was unable to determine root cause. Performance tests performed within specification.